Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The user's blood glucose level was elevated; however, the exact value was not provided. Reportedly, the user declined to provide additional information.